Event description:
It was reported that a malfunction occurred after the pump was worn on a high-speed roller coaster, displaying code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to discontinue use of the malfunctioning pump, and a replacement pump with updated software was sent. Caller was instructed on necessary steps, including putting the pump into storage mode and returning it to tandem, and acknowledged understanding of the process.